Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: due to no photo or sample being received, the customer's complaint of leakage could not be verified. A device history record review could not be performed because a lot number was not provided by the customer. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 20d 3ss cv tubing was pulled out. The following information was provided by the initial reporter: material no: 2420-0007; batch no: unknown. It was reported the IV tubing was pulled out of the final point where it can be connected to a luer lock. Customer response on 15-sep-2020: "no adverse events, however a concern the patient did not get full dose of chemo as line was primed and whole setup had to be discarded. No medical interventions." Pt receiving chemo therapy. After medication was primed to site, pt said ahhh look. The IV tubing was pulled out of the final point where it can be connected to a leur lock. Presumed medication dripping on floor and blood coming out of IV site. No sharps near line and line not tugged or pulled on. Who was affected? Patient.